Event description:
The company was informed that the patient has lack of performance with her device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.